Manufacturer narrative:
Needle 2 was returned to the manufacturer for investigation. The needle failed electrical testing, confirming the electrical malfunction. Needle disassembly revealed damage on the insulation layer of the heater wire. The root cause of this malfunction was identified as damage introduced during assembly by the vendor.

Event description:
Two iceforce needles were used in a cryoablation procedure. The force needles were reported to make patient spasms occur during active thaw. The technician tried to use active thaw, but this only made the shocking worse for the patient. The case was completed with no injury reported for the patient. The needles were returned to the manufacturer for investigation. This MDR is being submitted for the second needle used in the cryoablation procedure. Please see MDR # 9616793-2020-00033 for needle 1.